Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited a loss of capture at maximum outputs due to a micro-dislodgement. The device remains in use and a replacement is planned. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.